Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 48mm abdominal aortic aneurysm. It was reported that during the index procedure, for the treatment of an aneurysm formed in the left internal iliac artery, the superior and inferior gluteal artery as well as the iliolumbar artery were embolized using a non mdt vascular plug, followed by the iia. A non mdt excluder plug cuff was then implanted in the bifurcation between the ima and the lumbar artery in order to prevent a type ii endoleak prior to implantation of the endurant bifurcation. It was reported that while deploying the endurant bifurcation, the device was pushed up and deployed using the reverse slider technique, non mdt stents were implanted in both limbs, the physician choose these non mdt limb stent grafts due to the patients particularly narrow aortic vessels. At the end of the procedure angiography showed no issues. However, it was reported that a follow up CT performed approximately 7 days post index procedure showed that the right limb was narrowed. A re-intervention was performed during which an assurant cobalt stent was implanted in the right iliac to resolve the occlusion. As per the physician, the cause of the event was anatomy related. It was noted by the physician that due to the tortuous anatomy, an endurant ii was chosen instead of an endurant iis however this was not a good choice. The inner lumen was narrowed due to the excluder cuff implantation and the side having only one overlap was pushed by the other side. No additional clinical sequelae were reported and the patient is fine.